Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. The customer received blood glucose required massage on auto mode readiness screen. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.